Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another potential adverse event was noted where a b30 error occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the errors likely occurred due to a failure of the circuit board. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device exhibited error e315. The issue occurred, during a maintenance procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.